Event description:
It was reported that a male patient, underwent an idiopathic ventricular tachycardia procedure with a thermocool® smarttouch® uni-directional navigation catheter and suffered cardiac tamponade which required pericardiocentesis, surgical intervention and extended hospitalization. The patient¿s medical history is unknown. No further information is known regarding the patient status. The physician¿s opinion regarding the cause of this adverse event is that product was not properly zeroed and that they should have pulled an ice catheter from the beginning of the case. It was also noted that system displayed a high pressure alert of 60 grams. Settings during the event include: irrigation flow of 2 ml/min and a sl0 9 fr sheath was used. IFU states to always zero the contact force reading following insertion into the patient or when moving the catheter from one chamber of the heart to another. Ensure the catheter is not in contact with heart tissue prior to zeroing. If extreme fluctuations in force are observed, ensure the catheter¿s contact force sensor is not in close proximity with another catheter¿s shaft, check zero on the catheter and if necessary, remove and inspect the catheter. If an excursion greater than 50 grams of contact force is applied these excursions may possibly result in more primary adverse event and tamponades.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. As lot #: 17098315m was provided, the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Bwi concomitant products used: product name: carto® 3 system, serial #: (B)(4), us catalog #: fg540000; product name: stockert 70 rf generator, serial #: unknown, us catalog #: unknown; product name: coolflow® irrigation pump, serial #: (B)(4), us catalog #: cfp002; product name: soundstar® 3d diagnostic ultrasound catheter, lot #: 10438577, us catalog #: sndstr10g. Non-bwi product used: sl0 9 fr sheath (st. Jude medical). (B)(4).